Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced sensor failure and decided to remove the sensor. Upon sensor removal, he observed inflammation and an infection at the needle puncture site. He had pain and discomfort in the area. On the same day, he visited the emergency department (ed), but no treatment was given during the visit. On (B)(6) 2025, the patient returned to the ed as the pain and swelling had worsened. The attending physician evaluated him and diagnosed him with cellulitis and prescribed a course of oral antibiotic medication (cephalexin, 500 mg, one capsule, four times daily for 10 days) to treat the infection. He was sent home 35-45 minutes later. At the time of the report, no photo was provided, the area remained sensitive, but the bump had already decreased in size. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).